Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during evaluation conducted at the user facility the device was found to be missing a black cap. No adverse consequences or procedural delays were reported as associated with the event.

Event description:
It was reported that during evaluation conducted at the user facility the device was found to be missing a black cap. No adverse consequences or procedural delays were reported as associated with the event.